Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. One 20g nexiva IV catheter was provided for investigation. The needle and tip shield were not attached to the IV catheter. A v-shaped breach was identified near the midpoint of the catheter tubing, which was consistent with needle puncture damage. Due to the evidence of use, the catheter was likely damaged during the insertion process when the needle was reinserted into the catheter. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port catheter tip broke. The following information was provided by the initial reporter: catheter tip of the needle broke in half and nearly stayed in the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.